Manufacturer narrative:
Qc prior to this event was within the customer's established ranges. A system check performed on (B)(4) 2011 met specifications. A system check performed after the event failed some parameters. While troubleshooting with hotline, the customer found aspirate probe #2 was loose and not seated properly in the wash arm. The customer repeated the failed portion of the system check which met specifications. A field service engineer (fse) performed a diagnostic test with good results. No hardware issues were noted. Although hardware issues were addressed, no definitive root cause for this event could be determined. Note: separate MDR reports have been submitted for the other patients involved in this event: MDR 2122870-2011-00759, MDR 2122870-2011-00770, MDR 2122870-2011-00771, MDR 2122870-2011-00772, MDR 2122870-2011-00773, MDR 2122870-2011-00774, MDR 2122870-2011-00775, MDR 2122870-2011-00776, MDR 2122870-2011-00778.

Event description:
A customer contacted beckman coulter inc., (bci), regarding a falsely elevated troponin (accutni) result, above the ami cut-off, generated by the unicel dxi 800 access immunoassay system for one patient's sample. The result was reported out of the lab and was questioned by the physician because it did not match the patient's clinical picture. Upon repeat testing on a different method, the troponin result was within the risk stratification range. Corrected report was sent. Customer indicated that the accutni results did not correlate with patient's EKG results. However, since more patients were involved in this event, the customer does not know how many patients had an EKG or if the EKG was performed due to the erroneous results.